Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient stated in (B)(6) 2018 he went to the emergency room (ER) because the pump stalled for reasons unknown. The event occurred during normal use. The date of the event regarding the stall was unknown. The patient requested the pump be filled with normal saline and explanted. The type of drug in the pump was indicated as being none. The patient did not want the pump anymore. The pump and complete catheter were explanted and was not replaced. The issue was resolved at the time of the report. It was indicated that the hcp was notified that the product should be returned to the manufacturer. The hospital was in possession of the pump and catheter. Regarding the return status of the devices, it was indicated as unable to be determined. The patient was without injury regarding their status at the time of the report. It was indicated that no further information was known. The patient¿s medical history and weight were requested but were unavailable. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.